Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient's device was checked after an MRI and had the setting of 2.5 on (B)(6) 2016, and on a follow up appointment on (B)(6) 2017, the setting was on 0.5. According to the report, the patient was not around any magnets nor used electronic devices. It was stated the patient was kept away from magnets. Reportedly, the patient¿s mother was worried with the device changing from the lowest setting to the highest setting, it could cause another bleed in the patient¿s brain. It was noted that the patient has had several MRI's while having their device. The neurosurgeon adjusted it back to 2.5 and said they would see the patient in 6 months for a checkup, however, it was indicated the patient had a follow up appointment with the neurosurgeon to check the settings on (B)(6) 2017. It was mentioned that the patient had development issues so they didn't indicate symptoms to know when the valve had changed settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.